Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp failed to separate from the delivery catheter. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomaly on the helix. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.